Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, balloon rupture occurred. A 2.50mm x 12mm apex balloon catheter was selected. The device was advanced and when the physician attempted to pull a negative pressure, the balloon was noticed to be leaking as blood was coming back into the inflation device. They knew the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.